Event description:
The account alleged that pt position module will not set. No pt impact.

Manufacturer narrative:
The account found the scale was zeroed with pt in the bed, user error. The account zeroed the scale correctly to resolve the issue.